Manufacturer narrative:
Device analysis report attached. This report is submitted on april 05, 2024.

Manufacturer narrative:
This report is submitted on january 08, 2024.

Event description:
Per the clinic, the patient experienced an infection and wound dehiscence at the suture site in (B)(6) 2023 and subsequently was treated with oral and topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2023 due to an extrusion of the receiver/stimulator and the patient underwent a skin flap revision during the same surgery. There are no plans to reimplant the patient with a new device as of the date of this report